Manufacturer narrative:
A medtronic representative reported that while in a case, the site's imaging system's pendant showed "system booting please wait," and they were not able to remotely connect into the image acquisition system (ias) computer. This was when they were trying to take a confirmation spin. They did the electronic door override to remove the system from around the patient and rebooted which appeared to bring the system back up but was unresponsive to any pendant commands. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was performed, the field engineer believed the atp board was causing this event. Replacement of the atp board resolved the issue. No further issues were reported. No analysis findings are possible by the manufacturer, as the old atp board was reportedly lost in transit. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a case, the site's imaging system's pendant showed "system booting please wait," and they were not able to remotely connect into the image acquisition system (ias) computer. This was when they were trying to take a confirmation spin. They did the electronic door override to remove the system from around the patient and rebooted which appeared to bring the system back up but was unresponsive to any pendant commands. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.